Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was impacted above (400 mg/dl) with ketones present on (B)(6). The customer would take boluses via the pump to stabilize bg level. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.